Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable at the wrist of the prograsp forceps instrument broke. Reportedly, the surgeon made the decision to remove the patient's uterus vaginally due to breakage of the instrument and the patient was bleeding. The bleeding experienced by the patient was unrelated to breakage of the instrument; but was rather related to bleeding as part of the surgical procedure. According to the initial reporter, it is unknown what caused the instrument to break. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.